Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2026-00009 through 3012447612-2026-00026.

Event description:
It was reported that a revision surgery was performed to address pseudoarthrosis at the top and bottom levels of an l1-s1 pedicle screw construct. The construct was removed and replaced during the revision, except for both the screws at l5 which could not be removed due to a broken driver. This is report thirteen of eighteen for this event.